Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion of nacl at a rate of 10ml/h was noted to be cracked and leaked at the female luer location of the tubing. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the female luer cracked and leaked was confirmed. Visual inspection observed that the female luer had a vertical hair line crack, measuring 0.224 inches long. The crack was on the opposite side as the injection gate. The female luer was inspected under magnification; no stress marks were observed. Functional testing was performed; a leak was observed as fluid flowed through the crack on the female luer. The root cause of the leak was a crack on the female luer. The cause of the crack was not identified.